Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12122. It was reported the physician noted a cerebrospinal fluid leak during a trial procedure lead placement. The physician withdrew and was able to place the leads at a lower position. The patient was moved to post-op where the patient experienced a temporary motor loss. The patient could flex both feet, but the patient could not sit up or lift the legs. The physician removed the trial leads and the symptoms fully resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.